Event description:
It was reported that during a da vinci si hysterectomy procedure, the customer noted that the shaft of the monopolar curved scissors instrument broke. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the tube extension was found to be broken with a missing piece at the proximal clevis interface. The missing piece measured roughly about 0.186 x 0.046. The clevis was dislodged from tube extension. Engineering concluded that damage was likely due to excessive side loading. The instrument passed electrical continuity test. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.